Event description:
It was reported that the customer had a motor error alarm and a sensor failure on the insulin pump. Customer's blood glucose level was 160 mg/dl. Customer stated that the motor error occurred during a basal delivery. Customer was advised that a false motor error alarm may be caused by viewing the sensor glucose graph while delivering a bolus. Customer can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. Insulin pump will need to be replaced. Customer was advised to retrieve their pump settings, zero out the basal rates, and return the pump with the battery. Customer was transferred to a sensor tech for a calibration error. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.